Manufacturer narrative:
After further review of additional information received the following sections g3, h2, h3 and h6 have been updated accordingly. (H3) the revision reported was likely the result of a combination of prosthesis wear and aseptic loosening between the femoral component and the bone. The loosening may have led to an increase in cement and bone particles in the joint space and resulted in prosthesis wear or prosthesis wear may have contributed to particle-induced osteolysis. However, the contributions of patient conditions, loosening and prosthesis wear to the sequence of events cannot be determined as the devices were not available for evaluation and radiographs and photographs were not provided. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. The most common probable root cause for the reported event of "loosening - femoral" is associated with weakened integration of the femoral component at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device. Also, the most probable root cause for the reported event of "osteolysis" is associated with destruction or disappearance of bone tissue likely related to weakened integration of an implant at the bone-implant interface. Furthermore, the most probable root cause for the reported event of "prosthesis wear" is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Manufacturer narrative:
Section h10: (h3) pending evaluation: (d10) concomitant device(s): 6307070, 02-012-45-4030 - bandeja tibial logic fit 4f/3t. 2910997, 02-012-35-4011 - logic tibia ps mod insrt sz 4 11mm.

Event description:
As reported, on 28-nov-2023 this patient was implanted with a 02-012-35-4011 logic tibia ps mod insrt sz 4 11mm, serial number (B)(6) on (B)(6) 2020. Patient was revised on (B)(6) 2023 due to polyethylene wear. Patient had a loose femur with osteolytic cavities and posterior tibial defect. Revised to competitors device. No additional details are available at this time the insert was manufactured on 1/8/2014 and was packaged in a vacuum bag with no evoh. No other information was provided at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6: health effect - clinical code, component code, investigation findings, investigation conclusion.